Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reportedly slept through the alarms and woke up with a blood glucose level of 404 mg/dl. Customer experienced ketoacidosis, vomiting and pain that radiated from her shoulder to her chest. Customer attempted to change infusion set, but was unable. Caller believes that their was a kink in the infusion set, but was unable to confirm. The patient was taken to the hospital by ambulance and admitted on (B)(6) 2020. Customer was treated with intravenous (IV) insulin, fluids, and antibiotics, to resolve the issue. Customer was released from the hospital on (B)(6) 2020. System check was performed with tandem technical support and the pump was functioning as intended.